Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
The customer reported a battery failure. There was no patient involvement.

Manufacturer narrative:
G4: 09apr2020, b4: 13apr2020. The service technician replaced the battery and the reported problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.